Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid was noted on the pc boards inside the ventilator. Due to its age, the user facility decided to not repair the ventilator. The origin of the liquid is unknown. Provided ventilator log confirms the reported alarm for technical error in the expiratory cassette. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for technical error in expiratory cassette. There was no patient harm. (B)(4).